Event description:
It was reported the device pumped to fast-over delivery. Additional information received via email on 16-may-2022: event while in use with a patient but no injury presented. Antibiotic was to be delivered over 1 hour and instead was delivered over a few minutes, less than 10 minutes. Event was reported to am shift charge rn who evaluated the pump settings that had been programmed and concluded that the pump was programmed correctly. Event was reported to bio med who agreed that the correct setting had been entered and that event was likely due to pump failure. Date of event updated. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: the customer's reported incident date of 12-03-2021 was not found in the event history log (ehl). There were no ehl data entries before 05-06-2021. However there were several check syringe plunger sensor alarms that were deemed to be valid as evidenced by a visual inspection of the plunger flippers, they would not open at all due to a loose dowel pin.

Manufacturer narrative:
Additional information received via email: event while in use with a patient but no injury presented. Antibiotic was to be delivered over 1 hour and instead was delivered over a few minutes, less than 10 minutes. Event was reported to morning shift charge rn (registered nurse) who evaluated the pump settings that had been programmed and concluded that the pump was programmed correctly. Event was reported to bio med who agreed that the correct setting had been entered and that event was likely due to pump failure. Date of event updated. H6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked right plunger case. The plunger flippers do not open when pressing down the plunger lever, unable to correctly load syringe plunger into the plunger flippers, had to open flippers manually to load syringe plunger correctly. The customer stated problem was not duplicated. Pump operated as intended. No problem was found with the device. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair record.